Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) medial epicondyle elbow procedure (side unknown) on (B)(6) 2016, while the surgeon was inserting the 4.0mm cannulated screw, the thread unwound from the shaft of the screw. The reported event resulted in the generation of fragments which were retained in the patient. There are no plans at this time to remove the thread fragment from the patient. The surgeon finished the procedure with a reserve screw available within a tray. There was no surgical time delay reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: one 4.0mm cannulated screw (part # 207.6xx or 207.7xx) reported as part # 207.654 was returned for investigation. The implant was broken through the threads and the tip of the screw was not returned. Approximately 38mm of the implant was returned. Since the balance of the device was not returned, the exact part number is unable to be determined. It is unknown what caused the implant to break, but it is possible that the screw was inserted into excessively hard bone which caused the complaint condition. No new, unique, or different patient harms were identified as a result of this investigation. Both families of 4.0mm cannulated screws (207.6xx and 207.7xx) were used for the complaint analysis, a visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. It is unknown what caused the complaint condition, no product design issues or discrepancies were observed that may have contributed to the complaint condition, therefore this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.